Manufacturer narrative:
The reported event of guidewire could not be removed was confirmed. As received, a complete lead was returned in one piece with the guidewire stuck inside the lead. Visual inspection of the lead found blood and ptfe guidewire coating bunched up with the inner coil at the connector region. The cause of the reported event was isolated to the blood and ptfe guidewire coating bunched up with the inner coil which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the guidewire was failed to be removed from the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. No patient consequences was reported.